Event description:
An hcp reported blood glucose results of 399 mg/dl with a lifescan meter and 262 mg/dl with an accuchek meter (invalid comparison), performed within 10 minutes of each other. The customer service rep walked the hcp through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Another control soution test was performed with a new vial of test strips and the result fell within specifications.